Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeat reactive prism hiv o plus results were generated for 5 donor samples that tested nonreactive using confirmatory testing at another laboratory. No adverse impact to donor or patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Customer field data was reviewed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot number 88004m500. The irr, rrr and specificity calculations were within package insert specifications. Based on the available information, no product deficiency was identified.